Event description:
Report rec'd from foreign reporter stating that "pump underinfused and then stopped." Reporter is questioning rotor arm failure or blockage. The device was returned to the MFR for analysis. No report of pt injury accompanied the initial info rec'd.